Event description:
While the patient was being mechanically ventilated the low pressure alarm sounded alerting the user of a problem. The patient was disconnected from the ventilator and manually ventilated until a like circuit could be pressure tested and applied. Following the pressure test the circuit was connected to the patient and mechanical ventilation was resumed with no further incidence. A visual examination of the circuit revealed a crack in the exhalation cap causing the low volume alarm to sound. The patient sustained no injury as a result of the malfunction. The initial report involved lot 100315, however the evaluation samples returned were 100478.